Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. H10: device evaluation: one (1) sample was returned for evaluation; the sample was received in used conditions without original package. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported sample was filled with air according to leak test procedure to see if there was any functional problem. When the sample was inflated with air, the cuff only inflated one side. According to the instruction for use the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically; based on analysis the complaint is not confirmed. No other analysis was performed. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed. No fault was found with the device. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a tracheostomy patient being managed for a postnatally diagnosed polymalformative syndrome and when changing the tracheostomy cannula, during the cuff inflation test, the nurse realized that the cuff didn't inflate despite several attempts to inflate the cuff. It was reported that there was no clinical consequences for the patient.